Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2015. As reported by the patient's attorney, a revision procedure was performed and a non-bsc sling (sparc) was implanted on (B)(6) 2016 due to mesh extrusion and stress incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.